Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead was no longer capturing. Patient presented for x-ray and was noticed that the lead was dislodged. A revision was performed to reposition the lead. Patient condition was stable.